Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt reported several incidences of feeling as if her hip was locked upon attempting to ambulate after prolonged periods of rest. She also reported pain when this occurred. Surgeon elected to revise the pt's hip and convert it to a ceramic on polyethylene bearing."